Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 01, 2020 that an epic biliary stent was to be implanted to treat a cholangiocarcinoma in the left hepatic duct during a biliary metallic stent bilateral placement procedure performed on (B)(6), 2020. According to the complainant, during the procedure, considerable force was required to move the thumb wheel during the attempted deployment of the stent and the stent failed to fully deploy. The partially deployed stent was removed from the patient. Reportedly, severe interference was felt between the guidewire and delivery system during withdrawal of the device. The procedure was completed with another epic biliary stent. There were no patient complications reported as a result of this event.